Event description:
It was reported that during an orbital atherectomy (oa) limb salvage treatment procedure, the tip of the viperwire guide wire fractured off and remains in the pt's body. The lesion being treated was an 8-10cm chronic total occlusion in distal posterior artery near the plantar artery where the vessel measured 2mm in diameter. The physician used a 6f short introducer sheath and an antegrade approach. Despite some difficulty he successfully crossed the lesion with a viperwire flex advancing the wire distally. He parked the tip in a small collateral vessel at a sharp angle. He subsequently attempted to advance a diamondback 1.25 standard crown oad to the lesion, but after several unsuccessful attempts removed the oad. He then attempted to advance a balloon to the lesion site, but the balloon would not track over the wire. After several unsuccessful attempts he realized the tip of the guide wire had broken off and was not able to be retrieved, therefore the tip was left in the vessel. The pt remained asymptomatic and the procedure was aborted. Additional info has been requested regarding this event.